Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complainant, about nine minutes into the ablation phase of the procedure, they received fluid loss alarms and it went to third fluid loss alarm and the system automatically went to cool down with a minute left of ablation. After the case, while dismantling the sheath, it has been found out that the plastic sheath that attaches to the scope adapter broke off. The procedure was completed using this device. There was no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "fine".